Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: clopidogrel bisulfate (75mg tablet, 1 oral daily, taken starting (B)(6) 2019) active. Aspirin (81mg tablet dr, 1 oral daily) active. Metoprolol tartrate (25mg tablet, 1 oral twice daily) active. Amlodipine besylate (5mg tablet, 1 oral daily) active. Atorvastatin calcium (10mg tablet, 1 oral daily) active. (B)(4).

Event description:
On (B)(6) 2020, presented with bilateral leg pain with short distance ambulation associated with discoloration of the right great toe. The patient underwent endovascular treatment for severe occlusive disease of the aortic bifurcation and was implanted with a gore® excluder® iliac branch component (ibc) and a gore® excluder® contralateral leg component. The iliac branch component was deployed just below the right renal artery. Intra-procedure angiography showed the ibc device had unintentionally partially covered the right renal artery. The physician believes that during guidewire removal it may have been bumped up. A balloon was used to maneuver it back down below the renal; and a contralateral leg component was then deployed to extend coverage distally. Completion angiography showed the ibc device was again partially covering the renal artery. The patient was also reported to have heavy thrombus in the proximal neck and aorta which may have contributed to the coverage.